Event description:
Pt reported with last 2 monthly supply shipments all of the cassettes lot 4396110 have 2 metal staples holding the cassette tubing down on top of cassette placed 1/2 in apart instead of the single plastic bar between the 2 green plastic pieces that are under the blue clip when removed. Pt reported hi pressure alarms with about 10 out of 30 cassettes that resolved when pt removed the 2 staples. Also, the 60 inch ext tubing is not packaged as securely coiled to prevent kinks and there are multiple kinks in the tubing lot 4387695 causing increased hi pressure alarms that pt is able to resolve by manually smoothing the tubing kinks. This has occurred in about 8 out 30 tubing¿s. Smith cadd 100 ml flow stop cassettes and smiths 60 in ext tubing. Reference reports: #mw5149511, #mw5149512, #mw5149513, #mw5149514, #mw5149515, #mw5149516, #mw5149517, #mw5149518, #mw5149520, #mw5149521, #mw5149522, #mw5149523, #mw5149524, #mw5149525, #mw5149526, #mw5149527, and #mw5149528.